Event description:
The customer reported the power switch will not stay in the on position. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the on/off switch. System operates as intended. (B) (4)